Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/13/2012 and has no repair history at zimmer surgical. Evaluation of the device observed that the width plate screw was missing. The master width plate fit properly, but the leading edge of the control bar was not positioned properly to the master blade. It was also noted that the device operated within motor speed specifications. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of the device included repair of the width plate screw and all standard repair parts. The customer did not return any blades, width plates or a hose for evaluation. The customer's reported event was not reproduced during testing and, therefore, a cause is undetermined, but lack of preventative maintenance most likely caused the missing width plate screw; wear to the handpiece and the leading edge of the control bar not being positioned properly with the master blade. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii handpiece blades were not stable. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.